Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 08 sep 2025.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced mild aseptic glenoid loosening with postero-superior cuff dysfunction, fibrosis of cuff. As a result, approximately 8 months after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
Concomitant device(s): 300-62-01 - stemless hum comp integrip, cage, sz 1: (B)(6), 310-61-53 - stemless hum head 53mm x 20mm x beta: (B)(6). PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of the glenoid loosening and cuff dysfunction as reported. However, the loosening and cuff dysfunction cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.